Manufacturer narrative:
Additional information: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the computer was returned to medtronic for analysis. The computer booted normally to the application screen. The analyst confirmed in ear, nose & throat (ent) there were no surgeon profiles. There were errors found on the memory test. Analysis determined there was a failure with the returned computer related to a ram malfunction. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The computer was replaced on the system. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that prior to a case, the software did not display the surgeon options. The medtronic representative tried to add a surgeon profile but was unable to. After uninstalling and reinstalling the software without resolution, it was determined that the computer was malfunctioning. There was no patient present when this issue was observed.